Manufacturer narrative:
(B)(4).

Event description:
It was reported "an abnormal alarm occurs when the device is powered off. The malfunction was determined to be a depleted battery. Contact to replace the battery". Additional information states that the pump was removed. The patient's current condition is reported as "fine".

Event description:
It was reported "an abnormal alarm occurs when the device is powered off. The malfunction was determined to be a depleted battery. Contact to replace the battery". Additional information states that the pump was removed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "depleted battery" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.